Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a t-connector was noted to be compromised with unspecified fluid backing up and leaking. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional testing was performed and a fluid leaked out from engagement between the set's tubing and t-connector. Dimensional testing was performed and the tubing was in specification. The root cause of the customer¿s report of a leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.